Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration due to an incident. Surgeon replaced the implant and abutment under general anesthesia on (B)(6) 2019.